Event description:
It was reported that air embolism and st segment elevation occurred. The opticross hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During an ivus run, the imaging screen began flickering and going dark, indicative of micro bubbles. In an attempt to resolve the issue, flushing was attempted. Leaking was observed at the o-ring seal on the proximal portion of the catheter. During this time, an air embolism was introduced into the coronary artery being imaged causing st segment elevations. The elevations resolved and there were no further patient complications. The procedure was completed using an alternate method and the patient fully recovered.

Event description:
It was reported that air embolism and st segment elevation occurred. The opticross hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During an ivus run, the imaging screen began flickering and going dark, indicative of micro bubbles. In an attempt to resolve the issue, flushing was attempted. Leaking was observed at the o-ring seal on the proximal portion of the catheter. During this time, an air embolism was introduced into the coronary artery being imaged causing st segment elevations. The elevations resolved and there were no further patient complications. The procedure was completed using an alternate method and the patient fully recovered.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed the male telescope was detached from the sleeve. The catheter flushed normally when the imaging core was fully retracted and fully advanced. Impedance testing showed an electrical open at distal wave form. It was observed that the catheter leaked from the telescope section. The complaint device was sent for x-ray analysis to further characterize the electrical failure. Based on the x-ray analysis, no discernible defect could be seen. The transducer level impedance test with the microprobe could not be performed due to the superficial condition of the transducer.